Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a force sensor error message. Need interconnect board. There was no patient injury reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the plunger head filled with corrosion. Fluid ingression on interconnect board and main board. Functional testing found force sensor test at power up. The count was 0 (should be in 30s) and value was -0.86 lb with no pressure applied and found dried fluid on the interconnect board. Replaced the entire plunger head assembly including the plunger cable and plunger tube. Replaced interconnect board. The root cause of the reported issue was found to be customer damaged - fluid ingression. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.